Event description:
It was reported that the nut which interfaces with the post of the clamp for the mandible ex-fix was very difficult to turn. Intraoperative inspection showed corrosion on the post. One clamp will be returned; 4 other clamps are functioning as intended and are installed on patient's external fixation device. This is 1 of 1 report for complaint (B)(4). .

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.